Event description:
It was reported in a journal article that one patient acquired a deep vein thrombosis six weeks post implantation which was treated medically and resolved without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: australia. Source: jay r. Ebert ,nils o. Nivbrant, victoria petrov,piers yates and david j. Wood. A 2-year prospective clinical and bone density evaluation, with a subset undergoing radiostereometric analysis, using the absolut cemented stem. Anz j surg 92 (2022) 830¿8. Doi: 10.1111/ans.17519. Concomitant medical products: unknown cup, unknown liner. Multiple reports were submitted along with this report: 0001822565-2022-02269. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported, from a study, a patient had a total hip arthroplasty. Subsequently, six weeks later, developed a deep vein thrombosis. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated, a post-operative complication developed, and medical intervention was required to treat the complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.